Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wire sticking out is confirmed. Drive cables at wrist are intact and undamaged. A segment of the conductor wire has become dislodged from the conductor cap and is exposed on the outside of the yaw pulley. Wire insulation is not damaged and electrical continuity passes. Additional observation not reported by site is a broken conductor cap. One side of cap has a broken off piece, causing wire to be exposed. Top of the cap exhibits cracking. Evidence not conclusive, but damage is likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the permanent cautery hook instrument had a wire sticking out. No patient harm, adverse outcome or injury was reported.